Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had essure confirmation test(s) conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient did not receive treatment for pain: pelvic/ abdominal and bleeding menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter information updated. Removal details updated. Case criteria upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. (513817,510602) - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient had essure confirmation test(s) conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and heavy menstrual bleeding ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient did not receive treatment for pain: pelvic/abdominal and bleeding menorrhagia (heavy menstrual bleeding). Insertion details- left 4 coils were noted. Most recent follow-up information incorporated above includes: on 8-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 513817,510602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient had essure confirmation test(s) conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and heavy menstrual bleeding ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient did not receive treatment for pain: pelvic/abdominal and bleeding menorrhagia (heavy menstrual bleeding) insertion details- left 4 coils were noted. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received-lot number were added. New reporter,race, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient had essure confirmation test(s) conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient did not receive treatment for pain: pelvic/abdominal and bleeding menorrhagia (heavy menstrual bleeding) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.